Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on 14 december 2023 with the implant of an alto abdominal aortic graft system including two (2) additional ovation ix iliac limbs on the left side and one additional ovation ix iliac limb on the right side. After implant a type ia endoleak was identified. Post ballooning was performed and a palmaz (non-endologix) stent was implanted; however, these treatments did not resolve the type ia endoleak. Reportedly, this was an off-label case and the common iliacs were aneurysmal (bilaterally). The patient will continue to be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and additional endovascular procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the measurement of the iliacs. The right common iliac artery maximum diameter was 39.3mm and the left common iliac artery maximum diameter was 35.8mm (should be 8-25mm). It is unlikely that this contributed to the reported event. The final patient status was reported as being discharged home on post operative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: medical device problem codes ¿ remove 4065. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.